Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 617mg/dl. The mother stated that the insulin pump was not functioning properly, and the doctor requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning and passed functional testing including the displacement test. The device had all the operating currents within specifications. However, the device was unable to prime during the prime test due to a faulty force sensor. Further testing could not be performed due to the prime anomaly. The unit had a severely scratched display window and cracked battery tube threads.